Event description:
The spherx deformity pedicle screw reportedly pulled out of bone post operatively. No other information has been provided. Multiple attempts have been made to get additional information from the surgeon. Surgeon may be available for additional event information after the holidays.

Manufacturer narrative:
(B)(4). Nuvasive is attempting to gain additional information regarding the specific product implanted and specific details as they relate to this event. No radiograph or product have been provided for review at this time. If subsequent relevant information is obtained, it will be reported when it is available.